Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/06/2015 with the following findings: during investigation, the complaint of a blank display screen was not able to be duplicated. Unrelated to the complaint, the display was found to be dim and discolored during evaluation. A visual inspection of the pump showed that the keypad was intact; no damage or peeling was observed. Also unrelated to the blank display issue, evaluation revealed that the up arrow keypad button was intermittently unresponsive. The contrast button was unresponsive, which has no effect on insulin delivery function. The down arrow and ok buttons responded appropriately during testing. The keypad was removed and evidence of contamination was found under all of the key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.